Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a temporary dexcom g7 signal loss while using the ilet bionic pancreas, after which cgm data reappeared during the call; the user also reported episodes of hyperglycemia and one hypoglycemia, with education provided on potential causes such as missed or early meal announcements and general troubleshooting completed. Symptoms included high blood glucose over 400 mg/dl for approximately 3 to 3.5 hours and a low of 67 mg/dl lasting about 10 minutes, corrected with oral glucose. Outcomes included no medical intervention, no assistance required, and no immediate health effects. Investigation included user interview, troubleshooting, and education. Investigation of this case revealed a transient cgm communication issue and user-related factors as plausible contributors to the reported glycemic excursions, with no device malfunction identified for the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and external factors.